Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the bluselect 8.5 suctionaid tracheostomy tubes developed holes, resulting in a leak that was observed after approximately one day of use. The damage was identified during replacement of the tracheostomy tube. There were patient involvement and no adverse harm reported, the damaged tracheostomy tubes could result in an air leak, compromise ventilation, and potentially affect the patient if the malfunction were to recur.